Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced infection, abdominal pain, swelling, diarrhea, erythema, sepsis, adhesions, mesh erosion, perforation, abscess, enteric contamination, leukocytosis, and recurrence. Post-operative patient treatment included revision surgery, small bowel resection, negative pressure dressing, removal of mesh, partial mesh explantation, abscess evacuated, transferred to ICU, resuscitation, rectus myofascial advancement flaps, hernia repair with new mesh, excision of redundant skin and subcutaneous tissue with electrocautery, and enterotomy repaired.